Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis did not confirm the allegation as the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Moreover, infection was also not confirmed by laboratory analaysis but this is a known inherent risk for the device.

Event description:
It was reported that the patient with this pacemaker had an infection. The patient was treated with intravenous antibiotics. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Reportedly, the patient had hematoma and underwent pocket evacuation but the wound never healed which resulted in superficial infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker had an infection. Reportedly, the patient had hematoma and underwent pocket evacuation but the wound never healed which resulted in superficial infection. The device was then explanted and was replaced. The patient was also treated with intravenous antibiotics. No additional adverse patient effects were reported.